Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Left knee swelling [joint swelling]. Left knee pain [arthralgia]. Case description: spontaneous case report was received on (B)(6) 2013 from a (B)(6) male pt, initials (B)(6), with osteoarthritis. The pt's medical history was significant for treatment with synvisc (hylan g f-20) over the last 4-5 yrs, every 6 months in left knee and left knee pain (painful post injection) after synvisc injection. On (B)(6) 2013, the pt initiated treatment with synvisc injection at a dose of 2 ml (route of administration and frequency not provided) in left knee. The lot number for synvisc was not provided. The same day, the pt experienced left knee swelling and left knee pain. It was reported that post injection "this time, it hurt more" (knee pain). On (B)(6) 2013, the pt received his second synvisc injection. On an unspecified date in (B)(6) 2013, the pt was treated with steroids and ceplaxin for the events. The action taken with synvisc was not provided. The outcome for the events was not provided. Concomitant medications were not provided. The intensity for the events was not provided. The causal relationship of synvisc with the events was not provided by the reporter.